Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) during mapping would not come off from the protective sleeve. Once the alp was taken out of the patient¿s body, it was confirmed that the helix was extended. The alp was removed and replaced. The patient was in stable condition.